Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient received remedial treatment including vancomycin 2 grams ip as a loading dose and tobramycin 80 mg ip once daily. The root cause of the peritonitis was reported as unknown. The outcome of the peritonitis was reported as unknown. Dianeal pd2 ambuflex therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.